Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during a reservoir change. The patient's blood glucose at the time of incident was 154 mg/dl. Troubleshooting was initiated for the motor error alarm. The alarm history was checked and there was a motion sensor test failure, several motor error alarms, and a motor position encoder alarm found. The customer was able to rewind the pump; however, the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement, basic occlusion and prime tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No check setting alarm, blank display or reset anomalies noted. An error alarm was confirmed in the history file. The low reservoir alarm functioned properly during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, and a cracked reservoir tube.